Manufacturer narrative:
On (B)(4), 2011, resmed was made aware of add'l info relating to an adverse event that occurred in (B)(4) 2010. The device has not been returned to the MFR. As the device is designed to comply with iec 60601-1, it is considered very unlikely that current could be passed along the air tubing to the pt's mask. The MFR requested the device be returned so that an engineering investigation could be performed.

Event description:
It was reported to resmed that a CPAP pt was found unconscious. The pt stated that he was getting shocked by the mask, he then 'ripped' the mask off his face, fell out of bed, and blacked-out. The pt then went to the hospital, was treated (type of treatment unk), and sent home.